Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.